Manufacturer narrative:
All operable valves, ports, and stopcocks on the device could not be opened. Thus the conditions of the complaint could not be replicated by lab personnel. It was observed however, that there were cracks on the injection port of the drainage stopcock, the injection port of the mainline stopcock, and the injection port on the pt line stopcock. These cracks caused the device to not meet requirements for the leakage testing. It is unk how or when this damage occurred. A review of the mfg records showed no anomalies. The instructions for use that accompany the device caution that after cleaning with alcohol, allow the luer connectors to air dry completely to avoid possible cracking. No impact was reported.

Event description:
It was reported to medtronic neurosurgery that after surgery, the drainage valve on the device could not be opened.